Manufacturer narrative:
During inspection and testing, a foreign object was found clogged and protruding from the air/water nozzle at the distal end of the scope and water removal ability was out of specification due to deformation of light guide connector, the scope failed the leak test. The distal end cover is cracked. The connecting tube is wrinkled and the flexibility adjustment does not function. The up/down/left/right angulations are below specifications due to worn angle wires and the control knobs have play/loose. The scope has dirt and scratches throughout. Reprocess manual indicates: insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. To prevent clogging of the air/water nozzle, always use the aw channel cleaning adapter to clean the air/water channel after each use. The instructions for use (IFU) operation manual also states, thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus repair center (omsi) was informed that the customer's colonovideoscope was returned for reported cracked distal end cover. However, during inspection and testing, a foreign object was found clogged and protruding from the air/water nozzle at the distal end of the scope. No patient injury or harm was reported to olympus.

Manufacturer narrative:
Correction: e1 (state corrected to karnataka). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. According to the evidence acquired for this investigation, the foreign material reported was a brownish-red color; foreign material adhesion was found near the air/ water nozzle and dirt at other parts of the subject device. From these findings, the cause was presumed to be: the reprocessing method at the facility differed from the instructions for use (IFU) recommendation. The facility staff was less trained on reprocessing and/or device handling (including handling before device return) in accordance with the IFU. The IFU (reprocessing manual) says about insufficient reprocessing and reprocessing to be performed immediately after each procedure as below: ¿insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. If the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ IFU (reprocessing manual) also specifies as below: ¿to prevent clogging of the air/water nozzle, always use the aw [air/water] channel cleaning adapter to clean the air/water channel after each use.¿ the IFU (operation manual) specifies as below: ¿thoroughly clean and high-level disinfect or sterilize the endoscope before returning it for repair. Improperly reprocessed equipment presents an infection-control risk to each person who handles the endoscope within the hospital or at olympus.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer's reported cracked distal end cover was first observed during preparation for use.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the reported event and the initial reporter.